Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Following the evaluation of the returned product that was performed on september 10, 2020 it was determined this MDR was not filed under the current MFR number. As a result, the prior submission MFR-0001038806 -2020 -01378 submitted on 9/10/2020 a no longer valid and this event will be reported under medwatch facility zimmer dental - 2023141.

Manufacturer narrative:
K101880. Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant at tooth site # 29 was removed due to infection. Parl present, exudate present. Patient to return for implant replacement. Symptoms as a result of the event: abscess & pain.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Email unknown / not provided. First name unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant at tooth site # 29 was removed due to infection. Parl present, exudate present. Patient to return for implant re-placement. Symptoms as a result of the event: abscess & pain.